Event description:
Clinical trial. Same pt as m fr report #: 6000093-2007-02015. It was reported that the pt expired 908 days following the index procedure. Twenty-three days prior to enrollment in the trail, the pt had an episode of prolonged chest pain, lightheadedness, and shortness of breath with exertion. At study enrollment, the pt was admitted following an outpatient coronary angiogram. The pt had been reporting fatigue and poor energy. Target lesion 1 was identified in the mid rca (right coronary artery) with 95% stenosis and measuring 3.0x14mm. Target lesion 1 was treated with direct placement of a 3.0x16mm taxus express2 drug eluting stent resulting in 0% residual stenosis. There were no complications during the procedure. This procedure was performed on an outpatient basis. Following the procedure, the pt complained of shortness of breath and it was noted she had developed pulmonary edema. She was volume-overloaded (from the weekend) and also secondary to the contrast dye used during cardiac catheterization. The pt was re-admitted the same day for emergent hemodialysis and subsequently did well. The pt also had a consult for consideration of biventricular ICD placement one day following the procedure due to her severe congestive heart failure with left bundle branch block. The pt agreed to undergo the procedure. It was to be scheduled as an outpatient due to the 'current procedure schedule.' During this hospitalization, the pt also had a four-vessel cerebral arteriogram which showed 50% stenosis at proximal portion of the right internal carotid artery. The remainder of the system showed only mild disease. The pt also had a hematoma in the right groin which was self-limiting but required two transfusion. The pt was discharged three days post procedure on aspirin and clopidogrel. The pt expired 908 days following the index procedure. Cause of death is reported as "natural causes" by the pt's daughter. The site is waiting for a death certificate to be mailed to them by the pt's family. No further info is available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.